Event description:
It was reported that a patient was underwent a revision for non-union of a distal femur fracture. The patient previously treated underwent an open reduction internal fixation (orif) six months ago for a distal femur fracture. The patient recently presented to the emergency room on with an atrophic non-union distal femur fracture. Revision surgery was performed (B)(6) 2015, and an 8-hole left 4.5mm locking compression plate (lcp) condylar plate and an unknown quantity of intact unknown screws were explanted. The plate was broken at 4th shaft hole. The patient was revised with an unknown 10-hole plate. There was no surgical delay. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Patient information was not provided by reporter. Date of implant was not provided by reporter. A device history record review was performed for the subject device lot. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp condylar plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one non-conformance reports noted. A non-conformance was written due to the raw material not meeting the thickness requirement of 5.95 to 6.05mm. The raw material was dispositioned as ¿use as is¿. The raw material was ordered to revision e which had a thickness requirement of 5.7/6.0mm. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The specific date of implant was not provided by the reporter but was reported as approximately six months prior to (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information/clarification: revision surgery was performed on (B)(6) 2015 and an 8-hole left 4.5mm locking compression plate (lcp) condylar plate product and an unknown quantity of unknown screws were explanted. The explanted screws were noted to be intact. This report is 1 of 2 for (B)(4).